Event description:
Additional information received confirmed that an mi occurred one day after the index procedure.

Event description:
Previously reported mi one day post index procedure was possibly related to study device.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the proximal rca. Approximately 3 months post index procedure the patient suffered a myocardial infarction (mi). It is unknown whether the reported mi is related to the target vessel. The investigator indicated that the reported event was probably related to the study device. (Ref MFR# 9612164-2012-00267).